Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The customer¿s blood glucose level was 81 mg/dl. Customer put the battery in and the insulin pump error came up. The customer was unable to successfully clear the alarm. The customer was unable to complete insulin pump rewind. Customer reported that the insulin pump was without a battery for more than eight hours. Customer stated that they received alarm after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.